Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead was going to be repositioned due to high threshold measurements. However, the helix would not extend/retract as the helix was at an incline. As a result, a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.